Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device has been reported in 0001822565-2018-00867. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument fractured during surgery and fractured device parts are returned. No adverse events have been reported as a result of the malfunction.